Manufacturer narrative:
MFR received date: 24oct2019. The customer confirmed the reported alarm led issue. The customer reported that the power switch overlay was replaced to address the reported problem. The unit is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a check vent alarm: alarm led failed error. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30sep2019.

Event description:
The customer reported a check vent alarm: alarm led failed error. There was no patient involvement.